Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer displayed a replace generator soon message. Reportedly the patient sill had stimulation. Troubleshooting was unsuccessful. Surgical intervention is pending.

Manufacturer narrative:
The investigation results dictate that this device is not included in (B)(4) due to a lack of information regarding the status of the system at the time of the error message. Investigation results: attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: surgery was not pending on this issue. The surgery is documented and reported under reference manufacturer number: 1627487-2019-12867. The device should have been included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.